Event description:
A 2.25 mm diameter x 8 mm length micro-driver rx coronary stent delivery system was inserted into a pt for the treatment of a coronary lesion. Lesion morphology was reported to be a 90% stenosis lesion with 90 degree tortuosity. The lesion was pre-dilated. Predilation reduced lesion stenosis to 25%. It was reported that the physician inserted the micro-driver and upon attempting to reach the lesion, the stent became caught in the bifurcation between the lad and lcx. Upon attempted removal, the stent came off of the balloon. The dislodged stent was retrieved with a snare (ref MDR 2953200-2008-00631). The lad appeared hazy on the cine imaging. The physician deployed a 3.0 mm diameter by 18mm length driver coronary stent in the proximal lad. After stent deployment, slow blood flow was noticed at the lcx. The physician then inserted a 2.25mm x 8mm and met with resistance 6mm distal to the lcx. The physician removed the stent delivery system and the stent was not on the balloon. The physician visualized the stent location in the proximal lcx. The physician attempted to retrieve the stent with a snare but was unsuccessful. The stent was ballooned; apposing the stent to the vessel wall. The blood flow problem had resolved. No additional clinical sequelae were reported, and the pt is reported to be fine. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Medtronic has received the device and its analysis has been completed. The returned device revealed, there was clear evidence of crimp/bake impressions on the balloon working length and on the inner member of the device indicating stent was adhered to the balloon. From the info received, it appears most likely that the stent dislodged due to presence of calcified plaque.